Manufacturer narrative:
The insulin pump received with blank display, problem isolated to lcd board. Unable to self-test and displacement test or verify button keypad anomaly due to blank display. However, unit had flattened (creased) esc and act buttons dome switch during visual inspection. Insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, cracked case at reservoir tube window corners and stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive buttons. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. It was reported that the act and esc buttons were unresponsive. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.